Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergies"), musculoskeletal pain ("shoulder pain"), abdominal pain upper ("upper abdominal pain"), adenomyosis ("adenomyosis") and nerve injury ("nerve damage") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, allergy to metals, musculoskeletal pain, abdominal pain upper, adenomyosis, uterine leiomyoma and nerve injury outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, allergy to metals, musculoskeletal pain, nerve injury and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: allery to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events abdominal pain, shoulder pain, upper abdominal pain, adenomyosis, fibroids and nerve damage were added. Essure removal detail added. On 20-mar-2020: fu2 and fu3 were processed together. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.